Manufacturer narrative:
An event of the perivalvular leak (pvl) and complete heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported pvl and complete heart block could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as post-implant valvuloplasty was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4). Patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, after pre balloon valvuloplasty the patient went to left bundle branch block (lbbb). The valve partially re-sheathed 2 times due to implant depth was too low. After the implant, a moderate perivalvar leak (pvl) was noted and a post-implant balloon valvuloplasty was done with a 25mm non-abbott balloon. The final implant depth was 5mm on the non-coronary cusp (ncc) and 7mm on the left coronary cusp (lcc). There was no treatment required for lbbb.